Event description:
During tace procedure and during use on patient a 5f tempo catheter was occluded. The physician removed the catheter out of the patient and then they recognized an undefinable part inside of the catheter lumen. Patient is fine. The part will be sent in for evaluation together with the catheter. The device was prepared according to IFU. No anomalies were observed except that the catheter seemed to be occluded several times during the procedure. When the device was removed out of situ they detected, this undefinable part inside of the catheter lumen. The procedure was finished successfully with another device. No negative patient consequences have been reported.

Manufacturer narrative:
As reported, during a transarterial chemoembolization, a 5f tempo catheter was occluded. The physician removed the catheter out of the patient and noted an undefinable part inside of the catheter lumen. No negative patient consequences have been reported. The device was prepared according to the instructions for use (IFU). No anomalies were observed except that the catheter seemed to be occluded several times during the procedure. The undefinable part will be sent in for evaluation together with the catheter. The procedure was finished successfully with another device. No additional information has been provided at this time. One non-sterile cath tempo 5f sim 2 100cm diagnostic catheter was received for analysis coiled inside a plastic bag. Per visual analysis, no anomalies were found on the received device, however blood residues were found on the catheter body. A lab sample syringe filled with water was attached to the catheter hub and it was flushed. An unknown matter that appears to be dry blood residues were observed during flushing procedure. Then, a lab sample emerald guidewire 0.038 was successfully introduced into the received catheter with no resistance or friction felt. As indicated, the guide wire fixer tool number t30877 was attempted to be inserted via hub in the catheter and no resistance or obstruction was felt. X-ray was not performed since no obstruction was found during functional test. Chemical analysis was performed to the unknown matter extracted from the lumen catheter after the flushing procedure. Based on the analysis conducted (kastle-meyer test), it can be concluded that the particle extracted from the lumen of a 5f tempo catheter lumen, is primarily composed of blood. Review of lot 17052147 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿luer hub - obstructed: particles can be/were injected (peripheral)¿ was not confirmed since no obstruction was observed during functional analysis. The complaint reported by the customer as ¿catheter (body/shaft) - foreign material (peripheral)¿ was confirmed since an unknown matter was extracted from the lumen catheter after the flushing procedure. However, the chemical analysis concluded that the particle extracted from the lumen was primarily composed of blood. According to the product IFU, users are instructed to flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution prior to use. They should also keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Furthermore, users need to forcibly aspirate and flush the catheter with heparinized saline solution at least once every two minutes. Controls are in place to verify the catheters are fully inspected prior to leaving the facility. Neither the device history record nor the analysis suggest that the event experienced by the customer could be related to the design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Analysis of the device is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note the following which were not available when the initial report was submitted: mfg date: 7/11/2014. Exp date: 6/30/2017. Additional information is pending and will be submitted within 30 days upon receipt.